Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was symptomatic pelvic relaxation with stress urinary incontinence, severe pms, and severe fibrocystic breast gland tenderness. The procedure performed was a laparoscopic assisted vaginal hysterectomy with bilateral salping-oophorectomy, and burch procedure with a posterior vaginal repair. The patient underwent an additional procedure in (B)(6) 2011. The preoperative and postoperative diagnosis was foreign body in space of retzius with chronic pelvic pain and dyspareunia. The procedure performed was an exploration of space of retzius, excision of vaginal mesh (abdominal approach, mesh from laparoscopic burch), and cystoscopy. The assessment was mesh complication from laparoscopic burch in 2000 with dyspareunia, vaginal bleeding, and recurrent uti, but no erosion in the bladder.